Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagtome revolution rx device was intended to be used in the common bile duct in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During preparation outside the patient, it was noticed that the cutting wire of the jagtome revolution rx came out of the tip. It was reported that there was a break in the cutting wire. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.